Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient presented for revision. At that time, initial fluoroscopy did not show evidence of a lead fracture or set screw issue. The lead was tested via pacing system analyzer (psa) and high out-of-range pace impedance measurements continued to be observed. The physician attempted to pass a styled down the lead which became stuck approximately 10 cm down its length; a complete fracture was suspected. The lead was capped and surgically abandoned while a new rv lead was implanted. No additional adverse patient effects were reported. The patient's pacemaker remains in service.

Event description:
Boston scientific received information that this pacemaker and right ventricular (rv) lead exhibited high out-of-range pace impedance measurements greater than 2,000 ohms at normal follow up. Upon interrogation it was found that the lead safety switch feature of the device had changed rv lead from bipolar to unipolar configuration in addition to a large number of stored episodes of noise that were marked as ventricular tachycardia (vt) and rv loss of capture (loc). It was noted that the patient is not pacemaker dependent and has intact atrioventricular conduction; they were asymptomatic as a result. The device was reprogrammed to aair and the patient referred for a lead revision.